Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification. Based on the functional flow test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused approximately 40% of the antibiotic during a patient infusion. The device had been filled with 8000mg flucloxacillin, citrate buffer and sodium chloride. As a result, the device was disconnected and a new device was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.